Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was suspected to be in the atrium as it was sensing p waves but not r waves. It was further reported that the rv lead did not capture in the rv. The lead was scheduled to be revised, and remains in use. No patient complications have been reported as a result of this event.